Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event was confirmed based on available medical records and medical expert opinion the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined that; ¿the primary reason for implantation appears to be post-traumatic osteoarthritis, with deformation of the distal tibia, and one screw in the fibula in place. The tibial component shows no signs of loosening. The talar component may have subsided slightly. Most clear is the bone formation at the level of the ankle leading to impingement¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by bone formation at the level of the ankle leading to impingement. If device is returned or any further information is provided, the investigation report will be reassessed.